Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced pocket pain. The patient had the complaint for several months and the pain had been somewhat relieved post-operatively with antibiotics. The physician wanted to wait to do pocket revision until the patient had their teeth removed due to extensive tooth decay. The pocket was revised and device was placed sub-pectorially in an absorbable pouch. The device remains in use. No further patient complications have been reported as a result of this event.